Manufacturer narrative:
On 25th jan 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to sensor performance, and an RMA was issued for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor.the failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the in vivo state data revealed depressed signal and reference channels since implant. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the insertion procedure on the (B)(6) 2025. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 24 april 2025. G3. Date received by the manufacturer? 24 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 25, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.